Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, a gore tag thoracic endoprosthesis was implanted to repair an anterior aortic arch aneurysm that had eroded into the patient's lung tissue. Prior to placement of the gore tag thoracic endoprosthesis, two bypass grafts were implanted. The first graft was implanted from the right common carotid artery to the left common carotid artery. The second graft was implanted from the left common carotid artery to the left subclavian artery. The final intraoperative angiogram revealed that the aneurysm was successfully excluded. Postoperatively, the patient suffered from a stroke in the vertebral arteries of the posterior aspect of the brain. The patient expired four days later. An autopsy confirmed that a saccular aneurysm of the thoracic aorta had eroded into the left upper lobe bronchus.